Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer answered "yes" to "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient impact.